Event description:
It was reported the customer received a motor error alarm. Customer's blood glucose was 58 mg/dl. Customer treated their blood glucose with a soda. It was also found the customer was able to complete the rewind sequence on their insulin pump. However, the customer stated the insulin pump was reset and there was black circle on the insulin pump's screen. Customer also reported a motor position encoder error alarm had occurred. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. The insulin pump was unable to confirmed error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.